Event description:
It was reported that the device had a patient alert for the right ventricular impendence not being taken. Also, the right atrial lead threshold had been intermittently elevated. It was indicated that with certain programming conditions and timing of cardiac events that the device cannot measure the impedance and would sound an alert. The device was reprogrammed and remains in use. The right atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.